Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the device data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The available data correspond to an interrogation of the device on (B)(4) 2013. The clinical observation could not be confirmed, as no values of the pacing threshold were recorded in the returned data. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. With regard to the issues mentioned in the complaint description, no conclusions can be drawn based on the information available for analysis.

Event description:
This lead was capped and replaced due to high thresholds. Should additional information become available, this file will be updated.